Event description:
It was reported that the pump of this inflatable penile prosthesis was hard and the patient could not palpate it as it was towards the rear of his testicle. He presented in-clinic and the physician inflated the device but did not deflate it. The patient stated that he attempted to deflate the device at home but was unsuccessful. A patient services (ps) consultant discussed proper deflation techniques and he was going to attempt those; ps stated to go back to the clinic if the techniques discussed did not work. No patient complications were reported.

Manufacturer narrative:
B3: event date: estimate.